Event description:
Reference number (B)(4). Event occurred in italy it was reported that the patient experienced the infusion set fell of during use event on (B)(6) 2026. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)-device 5 of 5.